Manufacturer narrative:
Product investigation summary: one (1) cannulated 4.0mm hexagonal screwdriver shaft (part: 314.23 / lot: 4258905) was received for evaluation with complaint category ¿tip broken: intraoperatively.¿ this complaint is confirmed as the returned device was received with the distal hex tip broken off. The break is at an approximate angle of 45 degrees with one wall of the hex profile still remaining. The broken distal fragment was not returned for evaluation. Whether this complaint can be replicated is not applicable as the device is already broken. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive force or cumulative wear over the lifetime of this 14+ year old device. It is not likely that the design of the instrument contributed to this complaint. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation for the returned part. No product design issues or discrepancies were observed. The cannulated hexagonal screwdriver shaft is an instrument routinely used in the 6.5mm and 7.3mm cannulated screws system. The relevant drawing was reviewed and the device was determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: screw (part/lot: unknown / quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device body is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The tip of the subject device was reportedly discarded. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure on (B)(6) 2016, while inserting a screw under power, the hex tip of the cannulated power shaft driver broke. There was no harm to the patient. The broken tip was removed from the screw head and discarded. There was no reported surgical delay. This report is 1 of 1 for com-(B)(4).